Event description:
(B)(6), an rn in the cvicu, called the emergency support program line with a gas loss alarm and inability to start the pump after 7 minutes in standby. Esp personnel guided troubleshooting: checked helium tubing, pressed iab fill for 2-3 seconds, and restarted the pump. The pump resumed without issue. Alarm causes and clinical considerations were reviewed. The patient was ventilated with peep 5. Esp personnel advised calling back if alarms recur and collected product surveillance information. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer could not get the pump to start. The pump had been in standby for 7 minutes and proper troubleshooting was performed. The helium tubing as verified for blood or discoloration, the iab fill key was pressed for 2-3 seconds, press start, and the tubing was checked again. The pump resumed without issue, and then the nature of the alarm was reviewed as well as different clinical possibilities. The patient was ventilated with a peep of 5, and it was encouraged by esp personnel to call back should the alarm go off several times in an hour.